Event description:
Patient called lfs alleging the fasttake meter would not power on. The patient did not report any symptoms while attempting to test. The patient was able to test on another meter and obtained a result of 97 mg/dl. The issue was not resolved with troubleshooting. No further information has been reported.